Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 132 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive down arrow button, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.